Event description:
It was reported that the pt underwent a bilateral endoscopic anterior ethmoidectomy and septoplasty in 2002. On the first postoperative day, it was noted that the suture was not present and believed to have dissolved. The pt required a second operation.